Manufacturer narrative:
Per the clinic, the patient was experienced necrosis, wound dehiscence, skin breakdown and infection at implant site. Subsequently, the patient was treated with oral and topical antibiotics (specific date and duration not reported).

Manufacturer narrative:
This report is submitted on october 13, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023, due to skin issues. There are no plans to re-implant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.